Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a high out of range shock impedance measurement on the right ventricular (rv) lead. The physician was contacted with this information. Data was sent to boston scientific technical services (ts) in order to obtain the actual shock impedance value. The ts consultant discussed that the actual measurement was 127 ohms. No adverse patient effects were reported. The manufacturer, model and serial number for the associated rv lead is currently unknown. Attempts to obtain more information are currently being made. Additional information was received that the lead is a non-boston scientific active fixation single coil lead. Although the value is high, the physician will continue to the monitor the patient without a revision.